Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was not able to adjust stimulation. The status lights were assessed after a new 9v battery was put in and all 3 lights on left were on, indicating that stimulation was on, the implantable neurostimulator (ins) was ok, and the 9v was ok. It was noted that the pt experienced no stimulation sensation following a fall. The pt fell and fractured her left hip. The ins is in the pt's right hip. It was noted that the pt had not used the stimulation for "a little while", but needed it when admitted to the hospital for pain. The pt tried to increase stimulation with the pt programmer, and felt a slight tingling, but could not get it to increase to a therapeutic level.